Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was detached the following information was received by the initial reporter with the following : it was reported that during connection/infusion of an external extension tube (terumo "safed extension tube" inner diameter 2.1mm, 50cm tube, capacity 1.7ml, lock cap_sf-et1735l) to the scalpel side (mixed infusion section), the patient noticed the disconnection of the connection and reconnected the disconnected products by himself. The patient informed the nurse of this "noticing" - "reconnecting" situation, and when the nurse checked the status of the connection between the products, a "looseness" was confirmed. The mz1000 (recovered product) suspected of being loose was then exchanged for a new mz1000. The chemical solution that had been administered was unknown (possibly an anticancer drug). Leakage of the chemical solution was reported.

Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging; no sample of the products used to access the reported maxzero were provided to aid the investigation. The customer reported that the connection between the maxzero and a terumo "safed extension tube" disconnected during use and when reconnected, it was "loose". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure when connected; no inadvertent disconnection occurred throughout testing despite manipulation. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be 23035399. A review of the production records for lot 23035399 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.

Event description:
No additional information